Event description:
It was reported that volume test readings of 17.7 were outside of passing range. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates an issue with under-infusion. The pump was programmed with a continuous rate of 125 ml/hr and reservoir volume was 20 ml for the test. Result was 18.8 ml. The test was repeated with the result of 21.8 ml. The third test was performed with the result of 19.4 ml. Device passes the test without problem. Pvt (performance verification testing) was done. Visual inspection was performed. All tests passed within specifications. The customer's problem could not be duplicated or confirmed. No probable root cause was found. There was a previously reported service sr: 3063226, because the delivery accuracy was out of parameters; however, the expulsor was changed and passed the tests satisfactorily.